Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that dialysis was ordered and commenced for pt, using existing triple lumen mahurkar. The venous and arterial ports were smoothly flushed prior to starting dialysis. However, after 1 hour, it was discovered that the arterial port was not able to withdraw blood and the line was full of bubbles. The decision was made to terminate dialysis. The catheter was removed and it was discovered the tip of the lumen was full of blood clots. Catheter needed to be replaced w/another.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.